Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient¿s parent, on approximately (B)(6) 2025, the patient was not feeling well and had extreme weakness throughout the body and went to the hospital. At some point, the patient self-treated with 15 units insulin. At an unspecified time of the event, the cgm was reading low (less than 2.2 mmol/l) and the blood glucose reading was over 84 mmol/l. At the hospital the patient was treated by the nurses with insulin and IV fluids for 2 days. At the time of the report, the patient had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.